Event description:
During a facility review performed by the olympus endoscopy support specialist (ess) at the facility, the ess observed that the customer technician did not use the air/water cleaning adapter during pre-cleaning. All other cleaning steps were performed. The customer technician performed a post manual cleaning test. The device passed the test. There is no harm reported to any patient. The ess demonstrated the use of the air/water cleaning adapter. Ess also explained that this process can not be skipped.

Manufacturer narrative:
The device is not available for evaluation, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. Additional information has been requested to confirm that the ess was able to complete a retraining for the facility. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the user facility had a different understanding of the olympus recommendations for handling and reprocessing the device. The root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿5.3 precleaning the endoscope and accessories: flush the air/water channel with water and air.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information. The ess completed a retraining for the customer facility.